Manufacturer narrative:
As requested by FDA e-mail on may 25, 2024, the intended purpose of this report is to correct the device information as provided in MDR # 3013429468-2023-00002 to be aligned with the gudid platform.

Event description:
The extension cable has exposed wires next to the connector.